Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed an increase in shock lead impedances (sli). At this time the values are high, out of range and signal artifact monitoring was recorded with the respiratory rate trend termination algorithm. A synch max energy shock was recommended to determine the real sli values of this ICD and rv lead that remain in service. No adverse patient effects were reported.